Event description:
Customer called to report that the synchron cx5ce clinical analyzer generated one erroneously low phosphorus patient result. Customer provided limited data. Customer stated that the patient sample was first run a unicel dxc instrument, which yielded a result of 3.9 milligrams per deciliter. Customer then ran the same sample on the cx5 instrument, which yielded a result of 0.9 milligrams per deciliter. Customer believed that the former result was correct. Customer was concerned that the high bilirubin caused the low phosphorus result, even though the chemistry information sheet states that there is no significant interference. A beckman coulter, inc. Representative from the technical applications group spoke with customer and suggested that the interference could have been caused by the patient's diseased state, but that more patient data was required to determine the root cause. Customer agreed to send more information as well as the patient sample for further testing.

Manufacturer narrative:
Customer provided limited data and informed the customer technical specialist that the patient sample would be sent out for further testing. (B)(4). Customer to send out sample for testing.